Manufacturer narrative:
Device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated. There was no evidence of lubrication found within the device; the device failed due to lack of lubrication in the bearings. This caused the bearings to seize, which created friction and excessive heat. Per the instructions for use, the customer is instructed to lubricate the device after cleaning. The device could not be repaired and was discarded.

Event description:
It was reported that the attachment shaft was heating up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.